Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. It was reported that the tip separated during removal. Analysis of the returned wire confirmed the separation. The separation face was jagged, indicating force applied at a kink or bend. It is likely that manipulation of the wire, during use, contributed to the tip separation. The separated portion of the wire remains within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent, to the previous report filed it was reported that the tip of the guide wire separated when attempting to place pacemaker lead in the coronary sinus. The separated tip remained in the patient with no additional intervention. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated to 1/1/2025 d4: a partial UDI was provided as the lot number is not known.

Event description:
User facility medwatch report received that states ¿describe the event or problem: when using to implant a left ventricular lead, a piece of the end of the wire broke off and lodged in a branch of the patients coronary sinus vein". No additional information was provided.